Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. Per tandem clinical diabetes specialist, customer stated that hospitalization was caused by use error and was not caused by the pump or the continuous glucose monitor (cgm). Customer did not provide further details about the use error. Although multiple attempts were made by tandem technical support to obtain additional information from the customer, no reply was received.